Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk), the device would not discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.